Event description:
A report was received that the patient was experiencing pain which was felt like bad pinch in his lower back. It was also mentioned that the patient was unable to stand on his legs and has been hospitalized. The patient's pain was not device related. It was still unknown if there was intervention given. No further information could be obtained.